Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-april-2024, it was reported by the customer that infusion set is not sticking. No further information was available.